Event description:
At the end of the procedure, it was reported that the small white plug at the end of the preface® guiding sheath with multipurpose curve was off when removing the catheter (smartouch) from the sheath. This occurred outside the patient. On april 17th, received additional information requested from bwi representative stating that the physician thought there was a potential risk to create bubbles in the sheath if the cap was not properly fixed. Based on the available information, this complaint was determined to be reportable as there is a potential risk to the patient due to the brim cab of the sheath being detached.

Manufacturer narrative:
As the lot # 15891733 was provided, the device history record from cordis was received: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot # 15891733 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.(B)(4)

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).